Event description:
Pcea pump showed infusion of medication when in fact no medication was infusing. When the pump registered that the infusion was complete, it was found upon opening the unit, that 200cc of medication remained in bag. The unit does not have an upstream occlusion alarm, and therefore there was no alarm to show that the solution was occluded at the neck of the bag.